Event description:
Describe event or problem: suspected deflation.

Event description:
Grade 3 capsular contraction with left deflated saline implant. Bilateral removal, open capsulotomy and replacement with another brand. Unknown if initial use.